Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant sodium and chloride result on a patient. There was no patient information at the time of this report. Customer is not returning product for investigation. Test: na, time:11:25: 136, time:11:29: 113, time:11:33: 136. Test: ci, time:11:25: 70, time:11:29: 139, time:11:33: 100. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 09/25/2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na.